Event description:
During the low anterior resection procedure, the staples in the stapler did'nt form correctly after the firing trigger was activated. Surgeon had to use a forcep to remove uniformed staples and stuch the rectum manually with sutures. No patient consequence.